Event description:
Litigation papers allege pain, suffering, disability, emotional distress, economic loss, medical expense and elevated metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/28/16medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported adverse tissue reaction with whitish turbid dilute fluid and adverse tissue reaction material ingown into the tissue that was removed. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 15, 2016.

Event description:
Update: (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 8/19/2015 - plaintiff preliminary disclosure form was received, which identified dor. Due to prior allegations for elevation ion levels the stem and sleeve have been added. Complaint updated on 8/27/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.